Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6) device evaluation: the intraocular lens was not returned to the manufacturing site; therefore an investigation could not be performed and the customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The units were released according to specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Historical analysis: a search revealed no additional investigation requests for this production order have been opened. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model ar40e sensar monofocal iol (intraocular lens) was defective. No additional information was provided.